Event description:
The pt services rep (psr) of a (B) (6) female pt contacted lifecor customer support to report that one of the pt's battery pack had visible deficiency. The psr replaced the battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not charging was defective battery cells within the battery pack. The root cause of the defective cells was improper maintenance. The psr who originally fit the pt did not charge the battery pack every three months as recommended. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt rec'd a replacement battery pack.